Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400mg/dl and high ketones; cause was unknown. Bg was addressed via a correction bolus., and a supply change. The customer was instructed to consult with healthcare provider regarding bg level. Customer's healthcare provider advised customer to revert to manual injections until further training can be performed. System check with tandem technical support confirmed the pump was functioning as intended.